Event description:
It was reported that the patient felt sick, and experienced increased spasticity and underdose symptoms, specified as nausea, dizziness and an inability to eat or walk. A dye study was done on (B)(6) 2014 and the healthcare provider (hcp) was unable to aspirate. X-rays were done and pump logs were checked. However, results of these diagnostics were not reported. It was determined that a disconnection at the distal and proximal segments occurred. The hcp determined that a patient fall, which occurred approximately 6 weeks prior to this report, caused the catheter to split in two spots. The patient was hospitalized at an unreported time. The patient was placed on oral baclofen until a catheter revision, which was scheduled for (B)(6) 2014. The hcp planned to replace the entire device system. The patient status at the time of this report was indicated to be ¿alive-no injury¿. The device system was used to deliver lioresal. The final patient outcome was not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, lot# n192954013, implanted: (B)(6) 2009, product type: catheter. Product ID: 8598a, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. Product ID: 8590-9, lot# n330611, implanted: (B)(6) 2013, product type: accessory. (B)(4).